Manufacturer narrative:
Medtronic received the following information from a journal article entitled; endovascular management of mycotic aortic aneurysms- a 20-year experience from a single UK centre. Puppala s, cuthbert g.a, tingerides c, russell d.a <(>&<)> mcpherson s.j clinical radiology 75 (2020) 712.e13e712.e21 https://doi.org/10.1016/j.crad.2020.05.019. If information is provided in the future, a supplemental report will be issued.

Event description:
Mdt endurant, talent & valiant stent grafts and non mdt stent grafts were implanted in the endovascular repair of both thoracic and abdominal mycotic aortic aneurysms in 34 patients over a twenty year period. The following malfunctions were observed; inadequate seal (endurant only) the following adverse events were observed; infection, abscess, pneumonia, pseudoaneurysm, thrombus, pleural effusion, lymphocele, fistula, haemophytis ,paraplegia, re-intervention patient deaths were reported; 2 patients <30 days (5.8%), 9 patients > 6 months ( 26%) & 13 patients <2 years (38%).

Manufacturer narrative:
As per the physician, none of the adverse events are due directly to any of the stent grafts used. It was said that one case of abdominal maa repair needed a short length graft so tried to use an endurant limb first to seal before a thoracic tube device in abdominal aorta. This is not a reflection of the device. If information is provided in the future, a supplemental report will be issued.